Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Complainant address and telephone: (B)(6). P027 (rash or skin irritation or bruising) zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as burning, stinging and itching, blistered and raw with broken skin and bleeding. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown. Reportable: broken skin irritation, medium severity, no medical intervention, outcome unknown correction: none taken. Root cause: based on the available information from the distributor, which includes the incident file, there is no indication of a serious injury. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces. The following factors could not be ruled out as potential contributing sources (per cause and effect diagram 90e0012_a34_revb) to the reported problem: inadequate skin preparation patient medically predisposed to skin issues patch not changed at recommended interval pressure from sensor corrective action: no corrective action has been assigned at this time. The corresponding risk management file addresses the risk assessment for skin conditions. The need for a CAPA based on the occurrence of this issue is assessed during the monthly data analysis per 90c0010. Closing complaint.